Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney paralegal". (B)(4).

Event description:
Litigation alleges that patient has experienced severe pain. Additionally, it is alleged that toxic amounts of cobalt and chromium are making their way into patient's hip joint and blood stream. In addition to what were previously alleged, ppf alleges metal wear and metallosis. After review of medical records, patient was revised to addressed failed painful right metal on metal total hip arthroplasty. Operative notes indicated mildly necrotic tissue, underbelly of the muscle, all metallic-stained tissue, damage tissue and synovalized metal-stained tissue removed with bovie electrocautery. The trunnion itself appeared pristine with damage to the posterior side f the neck. The anteversion of the stem appeared to be 10-15 degrees. The acetabular component is anteverted and slightly vertical. Doi: (B)(6) 2007; dor: (B)(6) 2012 (right hip).